Manufacturer narrative:
MFR comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Aseptic peritonitis [noninfectious peritonitis]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a female pt (demographics not provided), initials unk. The pt's medical history was not provided. On an unspecified date (about a year and a half ago), the pt underwent colectomy procedure during which seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed at an unspecified location (number of sheets not provided). The lot number for seprafilm was not provided. On an unspecified date, the pt experienced aseptic peritonitis. The physician reported that he had stopped using seprafilm for colectomy procedures due to aseptic peritonitis. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between seprafilm and the event.